Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the system kept saying to hold "m" to calibrate. However, it was jerky and making noises when trying to re-home. The manufacturer representative raised the metal base plate and the system was able to be re-homed. The surgery was completed without imaging or navigation, it was completed with a c-arm. There was no impact on patient outcome.